Event description:
Pad-pak depleted before expiry. There was no patient involved in this event.

Manufacturer narrative:
The DHR was reviewed and revealed the returned pad-pak was (B)(4) manufactured on the 20th november 2019. The device history records for the reported sam 300p device (B)(6) were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed out qat from heartsine technologies on the 12th june 2009. Upon investigation, measurements taken on the pad-pak confirmed the batteries to be depleted beyond any use. Consistent depletion was observed on all battery cells, indicating they had been depleted by an external load. The reported fault could be attributed to any number of factors, such as the storage conditions of the device. However, these could not be established, therefore the root cause could not be determined. The pad-pak shall be scrapped and replaced.

Event description:
Pad-pak depleted before expiry. There was no patient involved in this event.